Event description:
The pump was returned for investigation. Investigation revealed a display failure and damage to the battery compartment. This report is made based on results of investigation completed on 01/08/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: during investigation, the display screen was found to be dim and discolored. The battery compartment was found to be cracked. Unrelated to these issues, the audio bolus button cover was detached. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).